Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there were complications during surgery of implantation of the lvad. There were suction events, low flow alarms (possibly related to hypovolemia) on the monitor while still in procedure, and collapse of the right ventricle (rv). It was reported that the first part of the surgery was uneventful until the rv failed suddenly, leading to a collapse of the left ventricle (lv). This triggered some air appearing in the lv. After trying to stabilize the patient, the decision was to restart emergency cardiac care (ecc) and set rv short term support. The patient subsequently expired due to an air embolism in the brain and the outcome was reported as device/therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively determined. The report of low flow alarms was confirmed through the analysis of the submitted log file. Although the cause of the reported low flow alarms cannot be conclusively determined through this evaluation, the center reported the low flow alarms may have been related to hypovolemia in the left ventricle. A direct correlation between the device and the reported hypovolemia could not be conclusively determined. The account reported that the patient had some complications during their surgery. The first part of the patient¿s surgery was uneventful, until their right ventricle (rv) failed suddenly, leading to a collapse of the left ventricle (lv). This triggered some air appearing in the lv. After trying to stabilize the patient, the decision was finally to restart ecc and set a rv short term support. Low flow alarms appeared on the monitor during the procedure and it was reported that these alarms may have been related to hypovolemia in the lv. The collapse of the patient¿s rv was said to be related to a sudden right ventricular failure. It was reported that the event was related to the device. The first 101 lines of data in the system controller event log file captured events consistent with the implant procedure being performed on (B)(6)2020. A controller fault flag for low flow was captured on (B)(6)2020 at 20:45:17, when the estimated flow dropped below the 2.5 lpm threshold. However, this fault flag was not active long enough to trigger a low flow hazard alarm. There were 3 intentional pump stops initiated on (B)(6)2020, all of which caused the pump to stop and triggered lvad off and low flow alarms. At 20:58:16 on (B)(6)2020, both power cables were disconnected, triggering a no external power alarm. The driveline was disconnected at 20:58:53 and the pump speed dropped to 0 rpm. This data appeared consistent with the report of the patient¿s death. It was later reported that the patient expired on (B)(6)2020 due to an air embolism in the brain. Heartmate 3 lvas IFU rev. G is currently available. Right heart failure, stroke, and death are listed in the hm3 lvas IFU as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Hypovolemia is listed in the hm3 lvas IFU as a potential risk and adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section of the hm3 lvas IFU contains subsections entitled ¿anticoagulation¿ and ¿right heart failure.¿ the surgical procedures section of the hm3 lvas IFU warns that all entrapped air must be removed from the pump/sealed outflow graft assembly blood path to minimize the risk of air embolus. The introduction of the hm3 IFU explains the pump parameters, including pump flow, pump speed, pulsatility index (pi), and pump power. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The hazard alarms sub-section of the hm3 IFU notes that ¿changes in patient conditions can result in low flow, such as hypertension.¿ the alarms and troubleshooting section explains all system alarms, including low flow alarms, and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.